Manufacturer narrative:
The reported event that the navigation system showed unexpected numbers for flexion/extension (25°) was not duplicated and no device failures were confirmed. During the functional evaluation by the complaint engineer, flexion/extension values of 25° were able to be simulated; however, by using the adjustment screws on the dedicated mini jig as intended, the flexion/extension was able to be correctly set as desired.

Event description:
It was reported that during a total knee arthroplasty before resection at the healthcare facility, the orthomap® express knee 2.0 software showed unexpected values for knee flexion/extension (25 degrees extension). After adjustment of the position of the guide, and re-digitization of the femur, normal values for flexion/extension were obtained. It was reported that the procedure was completed successfully with the use of navigation and without a clinically significant delay. No adverse consequences or medical intervention were reported.